Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The back light functioned properly and no back light anomaly was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the keypad on the insulin pump is unresponsive and the backlight is intermittent. Blood glucose value was 258 mg/dl. The customer stated that they disconnected the insulin pump to take a shower, then reconnected, had a snack and noticed the keypad issue when trying to bolus. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.